Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on november 21, 2019, the patient was prescribed and implanted with an option elite retrievable ivc filter on or about (B)(6) 2018 by dr. (B)(6) at (B)(6) medical center in (B)(6). The patient had scheduled retrieval procedures on or about (B)(6) 2018 and (B)(6) 2018 by (B)(6), m.d., and (B)(6), m.d., at (B)(6) medical center in (B)(6); the filter was unable to be retrieved. The complaint alleges that the filter has embedded, tilted, and required multiple retrieval surgeries. Argon¿s attorneys are attempting to gather additional information.